Manufacturer narrative:
Eval summary: the ipg was received with no visible anomalies. Functional testing of the ipg found the low battery indicator had been triggered. A review of the ipg labeling (included in the ipg packaging), revealed instructions indicating the ipg required a battery recharge no later than (B)(6) 2009. On the date the ipg was pulled from the hospital stock for implant, it was (B)(6) passed the recommended recharge date. The no telemetry condition and low battery indicator were the result of not recharging the ipg after its purchase from the MFR. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg was removed from the hospital's stock to be used in an implant procedure. Pre-operative testing found a no telemetry condition. The facility reportedly buys, stocks and maintains their own products. The ipg was removed from the hospital's stock and returned to the MFR for analysis. No pt involvement was reported.